Manufacturer narrative:
(B)(4). Batch # r9216u. Investigation summary. The device was returned with the blade scratched and cracked. The device was connected to a gen11 and functionally tested. An alert screen was displayed and no further functional testing could be performed. Then the blade broke off during functional testing. The device was analyzed and it was determined that it was used on more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found at disassembly and inspection was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This in turn can result in the device failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result may include ¿tighten assembly,¿ "remove instrument from patient," ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, ¿replace instrument¿ was displayed when the surgeon connected the device with gen11. The device did not function. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.